Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2008,explanted: (B)(6) 2016, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead.

Event description:
The health care provider (hcp) and manufacturer representative reported that the patient's old system leads and stimulator were replaced due to high impedance. An impedance check of the leads showed impedance greater than 800 ohms. The impedance on pair 2 and 3 was 894 ohms. The cause of the high impedance was not determined per the health care provider (hcp). The patient was doing much better now. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.